Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The patient reported the lead may have loosened and it was "broken". The lead was replaced. It was also reported the lead had high impedance. No patient complications were reported as a result of this event. The device was later returned to the manufacturer after being explanted because it was approaching battery depletion (nearing eri). The device was analyzed and subsequently tested out of specification. Further information reported by the patient indicated the doctor attempted cardioversion which did not solve the problem. The patient further reported the "device was not working properly."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): no anomalies found, but conductor was distorted, and blood noted on conductor and helix; distal segment returned and analyzed.